Manufacturer narrative:
The event of vision abnormalities and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device history record summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 61393. This unit passed all specifications and was an accepted unit with no non-conformance for this unit or for this lot. The injector was traced to implant serial number (B)(4) the records show that the implant passed all specifications and was an accepted unit with no non-conformance. Device labeling: warnings the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). Precautions: 2. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered: 3. In order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Healthcare professional reported event of "high iop and implant not to be found in scs or ac." Event details: patient's "iop post op day 1 [was at a] 3" and patient's "iop pre-op [was at] 29 with diamox & 4 meds." Healthcare professional additionally reported that approximately two weeks later, the patient contacted hospital "because of low va." Upon examination, the "xen implant not in place and not found." Physician additionally reported that the stent has since been discovered during a trabeculectomy. Treatment indicated "diamox, mannitol, 4 meds" and a planned additional trabeculectomy.

Manufacturer narrative:
The event of "formed as a pigtail" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information received from company representative reported "xen migrated from the original implantation site, and was found 20mm from limbus (superior). The implant was formed as a pigtail." Patient also had "strong visus loss from 12 o`clock. After [trabeculectomy], patient had pressure 15mmhg post op day 1, and almost fully visual recovery." Patient's high iop measurement was reported as 60.